Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during this mfg process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.

Event description:
Boston scientific received info that this lead pt had a lead revision yesterday. Today measured r-wave amplitude is 1-3.2.5v. There was no noise noticed on the rv channel. The device is under sensing because of the changes in the measured r-wave. Lead impedance measurements have not changed significantly. Boston scientific technical services (ts) advised doing chest x-ray to rule out lead dislodgement. The x-ray confirmed that the pocket for the device had dropped and the device had migrated inferiorly. As a result of this migration the lead became dislodged. Another procedure was performed to reposition the lead and revise the pocket. No add'l adverse pt effects were reported. As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.